Event description:
One pt sample with discrepant troponin t results. Initial result 0.364 ng/ml. Another pt sample was obtained and gave result of <0.010 ng/ml. The original sample was retested giving <0.010 ng/ml. Erroneous result was reported. No info provided to determine if results were used to guide therapy. The field service representative was unable to determine the cause of the discrepancy. Performance test were performed which were within specification.